Event description:
The customer reported obtaining erratic results for multiple analytes involving a unicel dxc 600i synchron access clinical system. The customer indicated that results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. While troubleshooting the issue with the customer technical support (cts), the customer observed a fluid leak coming from the reagent probe b collar wash . The customer noted that the leak was contained in the tray within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no exposure or injury was reported. Quality control (qc) results prior to the event were within the established ranges. However, subsequent qc results after the event were outside the established ranges. Beckman coulter field service engineer (fse) was dispatched and replaced the valve-solenoid collar wash. Repair was verified per established procedures and results met published specifications.

Event description:
Solenoid valve from the event was returned to beckman coulter for further evaluation. The event could not be duplicated and the valve did not leak during testing. Failure mode is unknown for this event.

Manufacturer narrative:
Results: valve-solenoid collar wash.